Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with phrenic nerve stimulation. Upon interrogation, the atrial lead exhibited loss of sensing. The lead was found to be dislodged. The lead was turned off. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.